Event description:
Due to two dislodgments of the lead the doctor decided to changed the lead. She cut the lead to keep her vein access and removed it after. The lead was capped and replaced.

Manufacturer narrative:
Combination product: yes. The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.